Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported she received a replacement battery cap, but her insulin pump alarmed failed battery test twice and powered off. The device said the battery lasted ten hours. Customer's blood glucose is 147 mg/dl. The battery compartment and spring are not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.